Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample (accession number (B)(4)) on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned the result. Hcg determinations of <1 miu/ml were obtained on samples from this patient prior to and after the discordant result. <1 miu/ml was reported, as the correct result, to the physician(s) as the patient was a fertility patient being tested for baseline prior to starting fertility treatments. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00019 on 11-mar-2019. Additional information (13-jun-2019): siemens further investigated the issue and determined that sample handling or pre-analytical issues potentially contributed to the discordant, falsely elevated human chorionic gonadotropin (hcg) result. Corrected information (09-jul-2019): the date in section b3 of the initial MDR is (B)(6) 2019. This date should be (B)(6) 2019. Section b3 was updated to reflect this information. Section b5 and section b6 of the initial MDR indicate that a sample from the patient was repeated multiple times under different accession numbers. Siemens is clarifying that these are three different samples from the same patient and that a discordant result was obtained for accession number (B)(4). Section b5 was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The instrument files were reviewed and there was no indication of an instrument issue. The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit. There were no issues found. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample upon repeat on an immulite 2000 xpi instrument. The initial result was reported to the physician(s). The first repeat result was reported and questioned by the physician(s). The first repeat result is considered discordant. The sample was repeated a second time on the same instrument. The result of <1 miu/ml was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.